Event description:
It was reported that the procedure was to treat a lesion located in the proximal right coronary artery (rca) with heavy tortuosity and mild calcification. Pre-dilatation was performed using a non-abbott 3.5x15 mm balloon catheter with residual stenosis less than 40%. A 3.5x18mm device was advanced, but could not cross the target lesion due to the patient anatomy. The 3.5x15mm xience prox was advanced; however, the proximal shaft broke into two pieces. The shaft was retrieved easily from the patient's anatomy without any issues or medical intervention. At the end, only balloon angioplasty was performed. The patient is doing well. No adverse patient effects were observed and there was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience pro device is currently not commercially available in the us.; however, it is similar to a device sold in the us. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.